Event description:
It was reported that the customer had high blood glucose levels of 26 mmol/l. The customer treated with the insulin pump. The customer reported a no delivery alarm from the insulin pump. Troubleshooting was done. The customer resolved the no delivery alarm by changing the entire infusion set including the reservoir and insulin for the insulin pump. The customer would like to have the insulin pump replaced for safety reasons. The customer was advised that the insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.